Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be confirmed. A review of the manufacturing documentation for this batch found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical, and or procedural factors encountered during the procedure.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a severely tortuous and severely calcified proximal right coronary artery. The lesion was predilated with a 3.0x15mm non-bsc balloon. The taxus express2 3.5x12mm drug eluting stent was advanced to the lesion, but was unable to cross the lesion. The lesion was dilated again, however, the device was still unable to cross the lesion. The device was removed from the pt and the distal edge of the stent was found to be lifted up. The procedure was completed with a different stent. No pt complications occurred. Pt status is satisfactory.